Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed torn when opening the lens case. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/17/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. Visual inspection using microscope magnification was performed. The lens was observed with one haptic detached (cut more than half of the loop). The detached haptic piece was not returned. The other haptic was observed in good shape and form. No defects on the lens optic such as tears/cuts were observed on the returned unit. Loose particles were observed on the lens consistent with handling of the iol out of a sterile environment. The reported issue was not confirmed. However, haptic detached was observed on the return. There is no evidence to suggest that the lens has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.